Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had an insulin pump that did not deliver insulin correctly. The customer stated that he treated his high blood glucose levels with the insulin pump and it did not lower his blood glucose. Levels. Nothing further was reported.